Manufacturer narrative:
Section d1 and d4 corrected.

Event description:
It was reported that patient experienced leg cramps, programming was able to resolve the cramps. The patent then experienced temporary bilateral paralysis in both lower limbs, symptoms resolved after 30 minutes. The patient has not experienced any more cramps or other episodes of paresis since the initial event.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.